Event description:
It was reported that during a mitraclip procedure, one clip was implanted. During the positioning of the second clip in the left ventricle, before the grasping of the leaflets with the clip was performed, tension was felt and it was suspected that the anterior mitral valve leaflet was stuck on the tip of the gripper arm. To raise the grippers from the downward position, the physician pulled up on the gripper lever 1.5cm over the blue marker line, but the grippers did not move; they remained in the downward position. The gripper lever moved freely; the physician did not notice any tension. To free the leaflet from the grippers, the clip delivery system guide handle was used to make slow anterior and posterior movements (up and down). The cds handle was also turned a little as the leaflet became free. During the maneuvers, it was suspected that the gripper line was broken as the physician did not see any movement of the grippers when the gripper lever was used. It was decided to remove the device and complete the procedure with another clip delivery system. There was no damage to the anterior leaflet and no adverse patient effect. There was no significant clinical delay in the procedure due to the device issue. The mitraclip procedure was completed with the implantation of two clips reducing the functional mitral regurgitation grade from 4 to less than 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age, reported as born in 1937. Mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The mitraclip device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned for analysis. The reported break in gripper line was confirmed. The full length of gripper line had been accounted for and had been returned with the device. Potential causes for the gripper line break are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology, associated comorbidities, and disease state), user technique, and procedural conditions. As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all visual and functional inspection requirements, including verification that the gripper arms can raise and lower as expected. There were no nonconformances identified for this lot that would have contributed to the reported event. The user did not report any issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was initially functioning properly during functional inspection. With regards to patient anatomy, it was noted that the gripper lever was functioning as appropriate during positioning of the clip, as the gripper arms were raised while trying to free the anterior leaflet; therefore, there is no indication that patient anatomy would have impacted gripper arm functionality. With regards to user technique / procedural conditions, it was identified that the anterior mitral valve leaflet was suspected of being stuck on the top of the gripper arm. As a result, the gripper lever was maneuvered until it was noticed that the grippers were lowered, but the gripper lever was retracted 1.5cm beyond the blue line. At this point, it was suspected that the gripper line had been broken; the gripper lever was advanced and retracted, but there was no movement observed of the gripper arms. In this case, it is possible that the maneuvering of the gripper lever while trying to free the anterior mitral leaflet may have caused the gripper line to break, thereby resulting in the observed inability to raise / lower the gripper arm using the gripper lever. In addition, the retraction of the gripper lever to 1.5cm beyond the blue line may have been a contributing factor to the break observed in the gripper line; a strong retraction of the gripper lever may have induced additional stress at the midpoint of the gripper line (where the gripper line naturally bends to allow during clip closure / gripper raising), thereby resulting in the observed tensional break. The blue line is a visual indication as to how far the lever should be retracted to perform the intended function of raising the gripper arms. Per the instructions for use, the physician is allowed to retract the gripper lever up to, and including, 1.5cm beyond the blue mark if troubleshooting activities are required during the procedure; a cautionary statement is provided to warn physicians that pulling beyond 1.5cm may result in impairment of the performance of the device. In this case, the physician did not retract the gripper lever beyond the 1.5cm allowance. During abbott vascular failure analysis of the device, the proximal portion of the cds shaft was noted to be buckled/twisted. This buckling/twisting may have been attributed to rotational stress associated with the manipulation of the device while trying to free the gripper lever. In this case, as the gripper arms were stuck to the leaflet, and as the gripper lever was being manipulated repeatedly to free the gripper arms, this may have caused twisting of the dc shaft, resulting in the observed buckling. A query of the electronic complaint handling database indicated that there had been no similar gripper line break incident for this lot. Based on the information reviewed and the evaluation of the returned device, the cause for the break in the gripper line could not be definitively identified. There does not appear to be any evidence of a product quality deficiency associated with the cds.